Event description:
This case, reported by a general practitioner, concerns a pt who experienced diabetic ketoacidosis. The pt was using the humapen to deliver human 30% regular, 70% nph insulin (humulin 30/70) and human 50% regular, 50% nph insulin (humulin 50/50) for treatment of diabetes. The physician stated that the pt is cognitively impaired. It is unknown if pt was taking any concomitant medications. During treatment with insulin the pt experienced diabetic ketoacidosis (dka) and was hospitalized on three occasions. The first incident was dka associated with an infection. The humapen does not appear to be directly associated with the second hospital admission. According to the physician the pt possibly rec'd the humapen from the hospital after the pt's second incident of dka. At that time the pt was discharged from hospital on two different premixes (30/70 and 50/50) using a bd pen and a humapen. Subsequent to discharge, it appears that the diabetes education clinic may have provided an add'l humapen to the pharmacy to provide to the pt and since the pt was already using the human for one of two injections it was felt by the pharmacy and the diabetes education clinic that training had already been done. The third event of dka resulted in a 2-3 day admission to hospital where it was determined that the pt had not been trained on the humapen use. The pt was under the impression that was to inject the insulin by dialing back on the dosing mechanism and as a result was not receiving any insulin and subsequently experienced dka. At this time it appears that the pt had been switched to human 30% regular, 70% nph insulin twice per day using only the humapen. The reporter stated the event is possibly related to the humapen. The device associated with this complaint was not returned for investigation. As was stated in the initial report, indications were that the user was not using the device correctly. The user was attempting to "dial in" the dose instead of pushing the dose button. The user manual states that, if the user dials too much insulin, the user "dial backwards without wasting insulin." The manual also depicts the correct way to administer a dose (i.e., pushing down on the injection button with one's thumb). The health care professional associated with this complaint felt that the diagrams and verbal directions supplied with the device are sufficient to depict proper use. However, the client using this particular device was cognitively impaired and required add'l training requirements. Update 9/99: add'l info rec'd on 9/99 from initial reporter. Added further info regarding three hospital admissions for dka. Update 9/99: added cid number. 9/99: added MFR's preliminary comments, corrective action and expected follow up date. Update 10/99: added f/u from engineering analysis to preliminary comments. Update 11/99: added results/conclusions to suspect device screen and narrative.